Event description:
On 9/21/2021, it was reported by a sales representative via email that an 8827l-16 locking screw would not lock in the distal holes of the plate. This was found during a procedure. Surgeon completed case by using a new screw. Additional info received 9/21/2021 this was discovered during a clavicle fracture procedure and the new screw used to complete the case was another 8827l-16 locking screw

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure can be attributed to improper bone prep and/or misaligned insertion.